Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("device perforation and migration"), pelvic adhesions ("pelvic adhesions") and uterine prolapse repair ("uterosacral vaginal vault suspension") in a female patient who had essure (ess205) inserted for female sterilisation. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2017, the patient experienced pelvic adhesions (seriousness criterion medically significant). On (B)(6) 2017, the patient underwent uterine prolapse repair (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and pelvic discomfort. The patient was treated with surgery (total hysterectomy, bilateral salpingo-oophorectomy and lysis of adhesions). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the uterine perforation, pelvic adhesions and uterine prolapse repair outcome was unknown. The reporter considered pelvic adhesions, uterine perforation and uterine prolapse repair to be related to essure (ess205). Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("device perforation and migration/migration of essure device location of device: "in the endometrium near the orifice of the left fallopian tube"), pelvic adhesions ("pelvic adhesions") and uterine prolapse repair ("uterosacral vaginal vault suspension") in a 51-year-old female patient who had essure (ess205) (batch no. 508925) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included ovarian cyst. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2015, the patient experienced urticaria ("hives"). On (B)(6) 2017, 10 years 4 months after insertion of essure (ess205), the patient experienced pelvic adhesions (seriousness criterion medically significant) and uterine prolapse repair (seriousness criterion medically significant). On (B)(6) 2017, the patient underwent pelvic adhesions (seriousness criterion medically significant) and uterine prolapse repair (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and pelvic discomfort, allergy to metals ("nickel allergy") and dysmenorrhoea ("dysmenorrhea (cramping) "). The patient was treated with surgery (total hysterectomy, bilateral salpingo-oophorectomy) and surgery (lysis of adhesions). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the uterine perforation, pelvic adhesions, uterine prolapse repair, allergy to metals and dysmenorrhoea outcome was unknown and the urticaria had resolved. The reporter considered allergy to metals, dysmenorrhoea, pelvic adhesions, urticaria, uterine perforation and uterine prolapse repair to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 12-apr-2018: plaintiff fact sheet and medical record received. New reporters added. Plaintiff demographics and concomitant disease added. Essure indication and stop date updated and lot number added. New events nickel allergy, hives and dysmenorrhea (cramping) added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("device perforation and migration/migration of essure device location of device: "in the endometrium near the orifice of the left fallopian tube"), pelvic adhesions ("pelvic adhesions") and uterine prolapse repair ("uterosacral vaginal vault suspension") in a 51-year-old female patient who had essure (ess205) (batch no. 508925-inv) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included ovarian cyst. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2015, the patient experienced allergy to metals ("nickel allergy") and urticaria ("hives /rashes or skin conditions type: hives"). On (B)(6) 2017, 10 years 4 months after insertion of essure (ess205), the patient experienced pelvic adhesions (seriousness criterion medically significant) and uterine prolapse repair (seriousness criterion medically significant). On (B)(6) 2017, the patient underwent pelvic adhesions (seriousness criterion medically significant) and uterine prolapse repair (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and pelvic discomfort and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (on (B)(6) 2017 total hysterectomy, bilateral salpingo-oophorectomy(salpingectomy)) and surgery (lysis of adhesions). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the uterine perforation, pelvic adhesions, uterine prolapse repair, allergy to metals and dysmenorrhoea outcome was unknown and the urticaria had resolved. The reporter considered allergy to metals, dysmenorrhoea, pelvic adhesions, urticaria, uterine perforation and uterine prolapse repair to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 20-mar-2007: total bilateral occlusion quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.